Manufacturer narrative:
Results: secondary mode rinse block and calibration adjustment. (B)(4).

Event description:
The customer reported a leak from the manual probe of the lh 500 hematology analyzer after running on manual mode. The customer indicated that one drop of blood had leaked and was not contained within the instrument. The customer noted that the mean corpuscular volume (mcv) results were also high while running quality control (qc). The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and observed that the secondary mode rinse block assembly was not working properly and the probe would leak while rinsing. The fse removed the secondary mode rinse block to clean all three fittings and rinsed the vacuum line and waste lines associated with the rinse cup. The rinse block assembly was then reinstalled and rinse cup position adjusted. The high mcv results were unrelated to the leak and were addressed by running the latex procedure and adjusting the calibration. No further evidence of leaking was observed and issue was resolved following service. The cause of the leak was attributed to the secondary mode block not working. The high mcv results were a result of the instrument needing a calibration adjustment.